Event description:
It is reported that a customer received battery-out alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the issue. The customer replaced batteries with brand new ones and still had the same issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Insulin pump was set to proper time and date. Monitored unit for 2 days, no unexpected reset on time and date noted during testing. All operating currents are within specification. No unexpected battery out limit alarms noted. Insulin pump functioned properly. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.